Event description:
The customer reported the system displayed an error code message. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of patient injury were reported.